Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/15/2019. Visual inspection of the touch screen assembly revealed no signs of physical damage and contamination. The touch screen assembly was installed into the failure investigation(fi) test ventilator to verify and test its functional integrity. From testing, it was determined that the touch screen did not pass calibration testing, due to failed resistance ul_lr and ur_ll measurements being out of specification on pins 4 to 5.

Event description:
The customer reported a ventilator with a touch screen issue. The touch screen assembly was returned to the manufacturer's failure investigation laboratory for evaluation. There was no patient involvement / harm.